Manufacturer narrative:
Root cause: the case was an l4-l5 tlif with pedicle screw construct with a peek rod on one side and our bone-lok implant on the contralateral side. The patient most likely had a slight pars defect on the side the bone-lok implant was placed when the original surgery was done. The peek rod allowed for micromotion, which most likely resulted in the pars fracture. The bone-lok implant was noted to be in good position on the pre-op CT scan (taken right before the removal) and during the removal on (B)(6) 2009. Event caused by product from other manufacturer. Initially it was determined the event was not reportable. On a subsequent re-review, it was determined that this event should have been reported.

Event description:
Pars fractured underneath implant. Event caused by product from other manufacturer.